Manufacturer narrative:
A stryker centpillar stem was mated with a non stryker adept metal on metal head system. This combination is not sanctioned by stryker and as such is considered an off label application of the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a patient had a tha with a centpillar stem and an adept metal on metal hip system on (B)(6) 2008. She had revision surgery to replace the adept head and centpillar stem. The traces of ring-shaped black at the junction of modular head and the neck trunnion of the stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that a patient had a tha with a centpillar stem and an adept metal on metal hip system on (B)(6), 2008. She had revision surgery to replace the adept head and centpillar stem. The traces of ring-shaped black at the junction of modular head and the neck trunnion of the stem.